Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive. The customer's blood glucose was 145 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. No button response due to corroded keypad traces.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.